Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-06831 / 06832).

Manufacturer narrative:
The returned acetabular shell inserter assembly location was evaluated. Due to the damage and deformation to the location edges a dimensional check was unable to be performed. The threads and the concentricity of the square form to the threads were checked with no issues found. Visual examination of the acetabular shell inserter assembly location found damage indicating that the inserter had been misaligned during assembly. The damage/deformation due to misalignment caused it to jam and prevent disengagement from the acetabular shell.

Event description:
It was reported that patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the inserter threads would not disengage from the acetabular cup. The acetabular cup and inserter were removed and another acetabular cup and inserter were utilized to complete the procedure.